Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, encapsulation device, opening curved on radius and weight to the spec. A visual and microscopic analysis was performed which identified opening crease sharp on radius. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening

Event description:
Explant surgeon reported a left side device rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explant surgeon reported a left side device rupture diagnosed by MRI. The device has been explanted.